Manufacturer narrative:
The device was received for evaluation. Investigation is not yet complete.

Event description:
A user facility voluntary medwatch was received which stated the following: ¿while administering vincristine to the patient, rn noticed drops of clear liquid on patient's arm and bed linen. Spiros had come off the syringe. Rn had checked that the spiros was properly attached to the syringe before attaching it to the stopcock and drawing up vincristine from the mini-bag. Mini-bag set up immediately disconnected from patient, rn wiped patient's arm off and instructed him to scrub arm in the bathroom. Rn removed bed linen according to policy. No injury noted to the patient. The connector has been sequestered and could be returned, however, it was used with chemotherapy.¿ the connector was initially placed/used on (B)(6) 2021. There were no issues noted during initial priming/set-up. The additional mating/access devices were used were the tubing with the stopcock and the syringe is bd- 60 ml. There was patient involvement and no injury noted to the patient.

Manufacturer narrative:
Received one used ch2000s-c spiros. The spin feature of the spiros was activated and spinning freely. No spline damage or shear tab anomalies was seen on the spiros sample. The spin mechanism of the spiros was found to meet product performance specifications. The spiros was disconnected as received. However, the 60 ml bd syringe that was reported to have been connected to the spiros was not returned for evaluation. It is unknown if the chemolock port was used with the spiros. There was no damages or anomalies observed on the chemolock port. The reported complaint of a disconnection can be confirmed on the spiros due to being returned activated and not connected to the mating device. However, the probable cause cannot be determined. The lot review could not be conducted because there is no lot number provided.